Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and the lens flipped in the patient's eye. The lens was removed with no patient injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).